Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Also, was implanted pxc121400/10315018.

Event description:
On (B)(6) 2012, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2012, the pt experienced a right lower limb embolization and underwent a right lower limb embolectomy. The pt tolerated the procedure.